Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed very strong, fast signal on the right ventricular rate/sense electrogram. The noise was very machine-like in appearance and consistent with emi. The clinician states that the patient does use power tools frequently, but does not remember what he might have been doing when this episode occurred. It is noted that the interference does inhibit v pacing, with occasional noise-response pacing.